Event description:
As reported by the user facility: clinician used a 22 gauge pencan spinal needle, an introducer needle, and heavy marcaine to do a block on a female pt / hip surgery. When clinician removed spinal needle, introducer was not removed at the same time as an assembly - introducer inadvertently left in pt. Introducer remained in pt for about 24 hrs before it was discovered by a nurse. Sample was thrown out after a culture was done.

Manufacturer narrative:
It appears the introducer needle was inadvertently not removed from the pt after the procedure was completed. The reported incident is due to user product interaction and there is no evidence that this incident is related to any mfg defect.